Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. The account communicated that the patient reportedly had leukocytosis immediately following lvad implant. The patient was treated with antibiotics. The patient had trouble breathing one week later, and chest x-rays revealed a small pneumothorax. The patient received an arterial line and was intubated. Blood cultures were positive for mrsa and the patient was restarted on antibiotics. The patient¿s condition reportedly improved but was still dealing with septic shock, bacteremia, empyema, and respiratory failure. The patient¿s ICD was explanted due to it being the infection source for the bacteremia and sepsis. The patient had a tracheotomy and suffered from increased fevers and discharge from the sternal wound. The patient was reportedly improving slightly but remained hospitalized in critical condition. On (B)(6) 2017, the patient had bacteremia and underwent an incision and debridement (I&d) of retrosternal fluid collection to identify the source. The patient¿s medications were changed, and he was treated with parenteral antibiotics. The patient ultimately underwent a heart transplant on (B)(6) 2018. No product is available for investigation. The heartmate 3 lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate3 left ventricular assist system. Instructions for preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02910. This report is being submitted as additional information. Approximate age of device ¿ 1 day (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Previously reported in MFR #2916596-2017-02910: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed post-operative leukocytosis which has had no interventions, vancomycin infusion was administered and discontinued on (B)(6) 2017. Leukocytosis was being monitored, with no intervention following vancomycin discontinuation until (B)(6) 2017 when leukocytosis and fevers progressed. On (B)(6) 2017, the patient was extubated. Blood cultures were (B)(6) for (B)(6). Vancomycin infusion was restarted. On (B)(6) 2017, patient was re-intubated. It was unclear the origin/introduction of infection. It was reported that there was an ongoing concern for pump involvement. Interval improvement in patient¿s condition with decreased pressor requirements and leukocytosis, however, long term course was still grave given septic shock with bacteremia, empyema status post lung video-assisted thoracoscopic (lvats) with decortication and respiratory failure. Tracheostomy placed on (B)(6) 2017. It was reported that a cardiac event on (B)(6) 2017 was related to the ongoing infections. On (B)(6) 2017 the patient was found to be tachypneic, tachycardic (not vt) and in acute distress shortly after mediastinal drains were removed. Of note, there was a hissing sound when the drain was removed. A chest x-ray revealed a small pneumothorax. Patient endorsed difficulty breathing, anxiety, and pain in the abdomen that was not reproducible upon exam. Patient was then placed on bilevel positive airway pressure (bipap). Follow up chest x-ray did not show a size in the pneumothorax, it was felt to be too small to explain the degree of distress. Progression continued to urgent placement of an arterial line and intubation for respiratory distress. Medication changes that took place during that time were: given 0.5 mg once hydromorphone on (B)(6) 2017 and (B)(6) 2017 . Discontinued 300 mg tid gabapentin on (B)(6) 2017. Discontinued 10 mg tid hydralazine on (B)(6) 2017. Discontinued 10 mg tid isosorbide dinitrate on (B)(6) 2017. Discontinued 3.375 g q8h zosyn on (B)(6) 2017. Given 4.5 g once zosyn on (B)(6) 2017. Discontinued 3.125 mg q8h captopril on (B)(6) 2017. The patient is still on lvad support. Of note, the lvad system itself is running fine. On (B)(6) 2017, biventricular his pacemaker was removed in the setting of growing bacteremia and sepsis. All other lines were removed and replaced as well for source control. The patient is still hospitalized and in critical condition but is improving slightly. No additional information was provided. On (B)(6) 2018, it was reported that fevers/purulent drainage increased from sternal wound on (B)(6) 2017. The patient has been discharged. Additional information: subject bacteremia resulted in labor and delivery of retrosternal fluid collection to identify source